Event description:
Allegedly per medwatch report received from the user facility, "drill bit broke off in patient's femur." Report has no uf report number listed.

Manufacturer narrative:
This is a reportable malfunction. The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. No product or lot information was provided. The product was not returned. (B)(4).